Manufacturer narrative:
(B)(4). Batch # m52y87. The analysis results found that the ats45 device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with one tear that was caused from the outside to the inside. In addition, upon evaluation it was confirmed that there is no interaction between the package and the device that could have caused the tear. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that prior to an unknown procedure, customer stating that packaging was ripped on the inside, sterilization was compromised. It is unknown how the case was completed. There were no patient consequences reported.